Event description:
The manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, hypersensitivity, asthma (new or worsening), inflammatory response other headaches (multiple per day), cough, chest pressure, sinus infection, breathing difficulty, emphysema, heart attack and stroke. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were not observed. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected.